Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. A root cause has not been identified. (B)(4).

Event description:
A facility representative reported via a health authority that the surgeon noticed the haptic broke off as the lens was being inserted into the eye during an intraocular lens (iol) implant procedure. When the surgeon went to remove the iol, before any force was exerted to remove the lens from the wound, the other haptic snapped. The incision did not need to be enlarged; the lens was cut to the center and rotated out through the original incision. A new iol was implanted to complete the procedure. No patient harm occurred; the surgeon noted a little more inflammation than usual in the eye, but that has settled now. The treatment for the inflammation was the usual pediatric cataract protocol to manage the inflammation. The surgeon noted that the color of the haptics was a paler blue than normal. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was returned. Blood and solution are dried on the lens. Both haptics are broken from the haptic insertion area (and were returned). Both bulbous portions of the haptics remain attached inside the haptic insertion area. Both haptic insertion areas are split/cracked. The optic is cut from edge to center, typical of insertion and removal. The provided photo matches the returned product. The reported haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution, blood, and the condition of the returned sample, the damage is most likely related to customer handling. The reported complaint of ¿haptics was a paler blue than normal¿ cannot be confirmed; the haptic color appears normal. The manufacturer internal reference number is: (B)(4).